Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
Related manufacturer reference number:2017865-2024-72230. Related manufacturer reference number:2017865-2024-72232. It was reported that the patient presented with an infection. It was noted that the device was protruding from the pocket. The physician attempted to implant a aveir device however they were unsuccessful due to patient anatomy. The old device remains implanted, and the patient went back to the UK. Further information was requested however, was not provided.